Event description:
It was reported that the device failed the accuracy testing at +6.3%. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had peeling downstream occlusion (dso) seal and stuck latch lock. Functional testing and accuracy testing performed. Customer¿s reported problem of "failed accuracy test 6.3%" was verified by accuracy testing. The cause is the expulsor being out of specifications. Replaced the expulsor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.